Manufacturer narrative:
(B)(4). One lf1723 was received for evaluation and the returned product did not meet specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found insulations on shaft was damaged and missing. The missing insulation was approximately 5.0 mm and 2.0 mm respectively. The reported condition was not confirmed. The device was activated ten times on a simulated tissue with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard, indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. The alleged incident could not be duplicated. The investigation found the device to function normally and within specifications. The device showed damage to the insulation on the tubing as if the device had been grasped with a tool. Bare metal was visible in two places. There is nothing in the manufacturing process that would cause this type of damage. The investigation identified the root cause of the additional finding to be user mishandling. Manufacturing non-conformances were reviewed. No entries pertinent to this report were noted.

Event description:
The customer reported that during a thoraco/lobectomy procedure, the device worked fine in the beginning but after several uses it took longer to complete the seal cycle. A new device was opened and it worked fine. There was no patient harm and the operating time was not extended. The device was returned for investigation and two sections of insulation were missing from the shaft. One was approximately 5.0mm the other was approximately 2.0mm. The customer had previously reported that nothing fell into the patient's cavity from the device.